Event description:
Customer reported a delivery issue with their medisense optium meter. Customer reported experiencing symptoms of dizziness, thirst and frequent urination and taking her normal oral diabetic medication and eating food to counteract her symptoms. Customer reported going to saint francis hospital where she was diagnosed with severe hyperglycemia and being treated with insulin. Customer also reported drinking soda and self treated with ibuprofen, but the time and location is unknown. There was not report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is the final report. The reported event relates to product delivery issue. There was not report of death or mistreatment associated with this event.